Manufacturer narrative:
UDI will be provided in the follow-up report after an internal verification.

Event description:
Hamilton medical ag received the following incident description: "when ventilator is set at 500ml vt is only reading about 400ml even after flow sensor calibration and exchanging. All calibrations have been done in service mode and only made about a 20ml difference."